Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were undersensed atrial beats and a high threshold noted on the right atrial (ra) lead. There were also ventricular beats that were undersensed by the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.